Event description:
It has been reported to philips that the azurion system failed to generate x-rays. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The remote service engineer (rse) identified that the cooling unit of the x-ray tube was failing. The field service engineer (fse) visited the on-site and found that the cooling unit was leaking oil. Upon reviewing the system log file, x-ray generator warnings were found, confirming the malfunction. The defective x-ray tube cooling unit was replaced by the philips engineer and returned to philips for further analysis. The failure analysis confirmed that the cooling unit had failed due to oil leakage caused by the sealing ring material at the oil level switch. Following the replacement and circuit filling, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.